Event description:
This patient ordered contact lenses online from (B)(6) without a prescription. She reported that her eyes turn red every time she wears them. In addition, she chose the strength of prescription on her own and selected a prescription that was over-correcting her nearsightedness. The most concerning issue, the redness, means that the contacts were fitting poorly or causing inflammation, both of which were likely putting her at increased risk for corneal ulceration. Corneal ulcers can cause permanent vision loss or blindness. The fact that this patient is a teenager and had over-corrected her myopia is also concerning because this is known to cause progression of myopia. The patient did not bring these contacts with her to the exam. FDA safety report ID# (B)(4).